Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the bottom the cassette leaked during priming phase. The product was replaced and procedure completed. No patient harm reported.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the second complaint for the finished goods lot and for this issue for this lot. The DHR shows the product was released per specifications. A wet cassette with the attached drain bag was returned and visually inspected; no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A pressure leak integrity test was performed on the returned cassette and the returned cassette functioned within specification. A calibrated constellation console representing the current software version was then used to test the returned sample. The missing components were replaced with those from lab stock. The sample could prime and pass intraocular pressure (iop) calibration successfully. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No bubble was observed in the nifs fluid path before the cleaning process. No leakage was detected from the cassette and the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).